Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, testing using in house retained samples of lot 01177ui00, a review of product quality history, and a review of product labeling. The ticket searches determined that there was an increase in complaint activity for the issue under review. The complaint trending report review determined that there are no adverse trends for the product for the complaint issue. A testing protocol was executed using in house retained samples of reagent lot 01177ui00. All validity and acceptance criteria were met during the completion of this protocol, demonstrating that this lot is performing acceptably. A review of the product quality history did not identify any issues. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient details have been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated b-hcg result for a (B)(6) female patient, when processing on the architect i2000sr. The initial result was 506.77 miu/ml and retest result was <1.2 miu/ml. A new sample was drawn and generated a result of <1.2 miu/ml. No impact to patient management was reported.